Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-37622. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6001790, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 26/nov/2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6001790". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6001790 was manufactured according to the work instruction (wi) version 76 and packaging in the machine multivac 08 on 14/jun/2023 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. To proceed with product testing, samples from the affected lot were requested. However, the customer has confirmed that no samples are available for investigation. Conclusion summary of complaint investigation: as a result of the following: no physical samples or photographic evidence have been submitted for analysis, no non-conformance (nc) raised during production related to complaint malfunction code, no trend identified for the lot in question and final reporting decision, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. Initial and final MDR (B)(4) -device 9 of 10.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient experienced that serial number and some label stickers were missing prior to use of the device. It was also reported that packing was not sealed properly therefore, it got misshaped or sterile packaging not intact and the packages were damaged due to exposure to high temperature or stored properly. No further information was available.